Event description:
It was found the patient has twiddler's syndrome causing the leads and device to twist within the pocket. The lead tip was found to be in contact with the device can. The entire system was removed from service and was returned to biotronik. Lumax 340 dr-t, MDR 1028232-2009-01310. Linox sd 60/16, MDR 1028232-2009-01311.